Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 559 mg/dl which was treated with syringe. Customer stated that the insulin pump had a motor error alarm during bolus. Customer completed troubleshooting and they were able to rewind the device. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.